Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 15mm x 3.50mm nc quantum apex balloon catheter was advanced to the lesion however the shaft of the catheter broke in half. The balloon was not inflated when the shaft broke. Everything was pulled out as a unit and the procedure was completed with another with same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc quantum apex balloon catheter with a nc quantum apex shelf box and inner packaging pouch. The batch number on the packaging and device matched the reported batch. There was blood in the wire lumen. The balloon was tightly folded. There were multiple hypotube kinks. The hypotube was fractured 55.5cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 15mm x 3.50mm nc quantum apex balloon catheter was advanced to the lesion however the shaft of the catheter broke in half. The balloon was not inflated when the shaft broke. Everything was pulled out as a unit and the procedure was completed with another with same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).